Manufacturer narrative:
Testing of actual device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed blood in the unit. Specifically, the fse replaced the safety disk, crm assembly, purge valve assembly and blood detect tubing. Upon further examination, the fse did not find additional contamination. The fse then performed all functional, pneumatic, electrical and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back event. No patient harm, serious injury or adverse event was reported. Balloon complaint onesupport (B)(4).

Event description:
N/a